Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's physician felt there were inappropriate therapies delivered by their implantable cardioverter defibrillator (ICD). Upon examination of the data, it was determined that there was successful detection and therapy delivery. It was noted that the episodes in question involved sudden onset fast v-v intervals under chronic atrial tachycardia/atrial fibrillation. The device was found to be functioning normally. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.